Event description:
The 4-40 stud was found broken off of the handpiece prior to the start of a lap gastric band. The handpiece was swapped with another handpiece and the case was completed with no patient consequence.